Event description:
A surgeon reported a patient with unexplained poor visual acuity following intraocular lens (iol) implant surgery. The surgeon stated that on the first post operative day, the iol had dislocated. A second surgical procedure was performed to recenter the iol. Following this procedure, the surgeon reported the patient stated her vision was "dull" with no improvement in distance or near vision. Mild posterior capsule opacification had been noted. In a follow up, the surgeon reported the event continues.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/25/2010, 01/26/2010, and 02/03/2010 by phone, fax, and mail. A completed questionnaire was received on 02/01/2010. Medical records were received on 01/22/2010 and 01/26/2010. (B) (4)